Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred at an unspecified date and time "couple of months ago". The patient stated that he manages his diabetes with oral medication, 4mg of glimepiride taken four times a day and 100mg of januvia taken once a day, diet and exercise. On (B)(6) 2011 at 8:15am, the patient reported taking her usual dose of medication in response to the reported issue. At an unknown date and time two months after the alleged product issue began, the patient claimed to have developed symptoms of "blurry vision" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca was able to walk the patient through the proper usage of the subject meter as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 (11/15/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.